Manufacturer narrative:
H2/h3/h6: the umbilical cable was returned and analyzed. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Visual inspection confirm cable cover lock is missing. No failure was found. Codes 10, 213 and 67 are applicable to this analysis. H2: additional information was received. Section b5 has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Navigation was not aborted. Adjustments to the umbilical did not resolve the issue. There was a delay of less than one hour and no impact to the procedure.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000450 , serial/lot #: (B)(4). Product ID: bi71000167 , serial/lot #: (B)(4). A medtronic representative went to the site to service the equipment. The ps1 power supply and interconnect cable were replaced. The system then passed the system checkout and was found to be fully functional. (B)(4). The kit svc o2 bi71000450 power supply psi ((B)(4)) was returned for analysis. Analysis confirmed the reported complaint. The ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049 and failed. The output voltage 5.100vdc drifted to 5.411vdc. Evaluation codes that apply to this testing: (B)(4). The kit svc o2 bi71000167 cblasy dbl shldmvs ((B)(4)) has been received by the manufacturer for evaluation. However, results are not available at the time of filing. Evaluation codes that apply to this testing: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a an electrode and probe placement procedure. It was reported that during the clinical case the site was unable to expose using the imaging system. The site had the patient draped and had already taken both 2d and 3d images, but immediately after taking some 2d images, the imaging system would no longer expose at all. The site tried with both the handswitch and footswitch with no resolution. The pendant and mobile viewing station (mvs) were unresponsive. It was recommended to reboot the image acquisition system (ias) and mvs but the system would still not take 2d images. It was noted that the radiation symbol would switch from having a red line through it and not having a line through it. The site adjusted the umbilical cables and were attempting to take another image, but the outcome of troubleshooting was unknown at the time of report. There was no reported impact on patient outcome.